Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer does not remember the dates of the events. Customer was assisted by the paramedics at the sites and was not transferred to a medical facility. Customer was unsure why the low blood glucose levels occurred. Customer was treated at home and the mall for the low events. Customer refused to be transported to the hospital on both occasions. Paramedics told the customer that her blood glucose level was too low to register on their glucometers. Customer does not think that her pump is going into threshold suspend when she is going low. Customer stated that when she drops low, she drops fast. Customer stated that her glucose limits should have been set to a different number. Customer was assisted with making changes to her glucose limits and threshold suspend. Customer had a lost sensor alert and was assisted with clearing it. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.